Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a difference between the blood glucose readings and the sensor glucose readings. It was noted that the customer had high and low blood glucose readings. Customer stated that their blood glucose reading was 367 mg/dl and the sensor was reading 292 mg/dl. Sensor and blood glucose readings were not within range. It was noted that the customer was low yesterday and had gastroparesis. Customer also stated that they were throwing up. Customer treated the low with glucagon. Customer then mentioned that they totaled their vehicle in (B)(6) due to taking too much insulin via IV and crashing. No further information reported.